Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and had a blank display. The customer¿s blood glucose was 249 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm due to unresponsive buttons. Customer also reported that the insulin pump was exposed to lake water that could have led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. Customer also experienced blank display and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.